Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified; an opening on posterior and red and white biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified; an opening on posterior and red and white biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "any creases associated with hole." Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on anterior. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Creases/folding of implant condition was observed, nevertheless it is not related to the manufacturing process."